Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and found that the aspiration probe was leaking diluent during startup. The fse replaced the diluent filters mounted inside the right hand door of the instrument and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak when using the coulter act diff analyzer. The customer reported a leaking probe on the instrument. The volume of the leak is unknown and was not contained within the instrument. The operator was wearing gloves and a lab coat when the leak was identified. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.